Event description:
Baxter's quality engineer reported an interlink set in which separation occurred between hand pressure pump and the tubing (the same tubing that is assembled into the housing filter). This reported condition occurred before use. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation; once the sample is evaluated a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). An companion sample was sent in for an evaluation. A visual inspection was performed to the set and there was a separation between the tubing and the hand pump which confirms the reported problem. The cause of this condition has not been identified. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.